Manufacturer narrative:
H6: investigation summary: bd received 48 samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for with the incident lot was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. Functional testing and visual evaluation of the customer samples was performed for barrier gel characteristics and presence of additive with acceptable results. The four (4) photos provided showed tubes within the polybag and the polybag information. The reported condition could not be confirmed with the samples or photos provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. No assignable root cause, within the scope of the site investigation, was identified to be related to the site manufacturing process because the retention and customer samples were found to be in conformance and met release specifications.

Event description:
It was reported that 50 bd microtainer® pst¿ lh tubes had discolored additive. The following information was provided by the initial reporter: "blood sample not mixing with gel." A customer has returned these bd microtainers lith hep 365986 reporting that the blood sample is not mixing with the gel. Please see pictures below with batch numbers. Have you had anyone else reporting this issue. Can we send this packet back for someone to look at."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 50 bd microtainer® pst¿ lh tubes had discolored additive. The following information was provided by the initial reporter: "blood sample not mixing with gel a customer has returned these bd microtainers lith hep (B)(4) reporting that the blood sample is not mixing with the gel. Please see pictures below with batch numbers.. Have you had anyone else reporting this issue. Can we send this packet back for someone to look at"